Event description:
The facility reported to customer service an infusion pump with a continuous beep. Information was not provided regarding whether or not the device was in patient use when the event occurred. The customer reported no injury or medical intervention. No additional contact information was available. The pump was returned for service. Baxter service determined that the continuous beep was caused by failure code 199. Failure 199:117:307:0000 occurred on power up. Baxter service further determined that the failure code 199 was caused by potentially damaged batteries.

Manufacturer narrative:
Evaluation summary: inspection of the device revaled potentially damaged batteries. Baxter service replaced the batteries. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA, which was opened on april 1, 2005, and is in the implementation stage. Continued from 6000001-2/25/05-004-c, 6000001-12/13/05-019-c.